Manufacturer narrative:
Medical product: shell with cluster holes porous, 50, size hh for use with hh liners, catalog#: 00-8757-050-01; lot#: 63470178. Modular femoral stem press-fit plasma sprayed cementless size 5, catalog#: 00771300500; lot#: 63398255. Modular neck b, 12/14 neck taper use with +0 heads only, catalog#: 00784802200; lot#: 63462068. Liner neutral, 32 mm, size hh for use with 50 mm, size hh shell, catalog#: 00875100932; lot#: 63322614. Bone screw self-tapping, 6.5 mm, 25 mm length, catalog#: 00625006525; lot#: 63562015. Therapy date: (B)(6) 2017. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient had all components revised due to pain, and failure to osseointegrate (cup). Which resulted in a prominent position of the acetabular shell.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2017. Subsequently, the patient had all components revised due to pain, and failure of the shell to osteointegrate on (B)(6) 2017. Harm: s3: pain or ache, moderate. Hazardous situation: loss of fixation or non-integration of an implant. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Review of medical records: the patient underwent a left tha implantation procedure: date of surgery: (B)(6) 2017; surgeon: (B)(6); place: unity point qbc; diagnosis: osteoarthritis primary left side, grade 4 chondromalacia, bone on bone products: m/l taper femoral stem with kinectiv technology (63398255); kinectiv modular neck (63462068); biolox ceramic femoral head (2875842) (product ID confirmed by(B)(6)); continuum acetabular shell (63470178); longevity acetabular liner (63322614); bone screw (63562015). The patient underwent a left tha revision procedure: date of surgery: (B)(6) 2017; surgeon: (B)(6); place: (B)(6) hospital & clinics; diagnosis: painful left tha, incompletely ingrown acetabular component indication: the patient is a 38-year-old female with a history of hip dysplasia and bilateral total hip replacements in the quad cities. She reports that her left hip never quite felt well after surgery. She presented 3 months ago with soft tissue tenderness, deep groin pain and anterior hip pain around her left total hip arthroplasty. Workup for infection was negative. Radiographically, the acetabular component was prominent, and I felt this could be contributing to her symptoms. Additionally, there was some lucency around the medial aspect of the acetabular component. I felt that loosening of the acetabular component could potentially be contributing to her pain.[...] We also discussed the fact that she had a modular neck femoral component, and there are potential issues with metalosis with this type of design. She was interested in revision of both acetabular and femoral components. Intraoperative finding: there were no signs of metalosis. There were no signs of infection. The acetabular component was noted to be extremely prominent posterolaterally, at the 2 o'clock position. It was very easy to remove the acetabular component. Only roughly 10% of the component appeared to be ingrown, right around the dome where the screw was placed. The remainder had no bony attachment. Other findings: bmi 29.23. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2017. Subsequently, the patient had all components revised due to pain, and failure of the shell to osteointegrate on (B)(6) 2017. The medical records obtained indicate that the incompletely ingrown acetabular component caused or contributed to the painful left htep, which led to revision. In addition, because the modular femoral neck component could have potential issues with metallosis, the patient decided to undergo revision of both the acetabular and femoral components. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Therefore, based on the available information, it can be assumed that the femoral head did not contribute to the reported revision due to pain and incompletely ingrown acetabular component. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).